Event description:
It was reported that the ae05ml clip applier became locked around the duct being ligated. The applier would not open when it was jiggled, and the doctor attempted the wish-bone technique of breaking the handles the handle broke, but it did not release the jaws. The doctor had to cut around the duct; there was tissue inside of the instrument's jaws. The duct was stapled to ligate. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that sample was returned with a clip closed on biological material in the jaws and the trigger jammed. The jaws were manually opened , and it was found that a metal clip was stuck in the channel. It appears that the user tried to close a clip over another clip, which can damage the device (as evident with the returned sample) and prevent it from working properly. The jaws became locked in the closed position due to the damage created by trying to apply a clip over another clip. Therefore, the root cause of this complaint issue is user error. An initial in-service has already been performed at the time of the failure and a follow up has already been planned based on the investigation results. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was not heard indicating that the internal ratchet ears are broken, since the user performed the "wish-bone" technique. The first clip was unable to properly load into the jaws. This was repeated two more times with the same result. It was observed that the jaws were not closing completely. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken , and the top jaw was severely bent. The sample was received with 6 clips remaining including the clip closed on biological material in the jaws, indicating that 9 clips were fired by the end user. The root cause of this complaint issue is user error. An initial in-service has already been performed at the time of the failure and a follow up has already been planned based on the investigation results. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." "Sufficiently skeletonize the structure to be ligated with a dissecting instrument to allow the clip to be clear of tissue." "During application, orient the single tooth of the clip in the lower position. This allows the user to visually confirm encapsulation of the structure being ligated. Position the clip around the tissue to be ligated in a manner that provides clear visualization of the locking mechanism." The reported complaint of "applier would not open after ligation" was confirmed based upon the sample received. The sample was reviewed with a r & d engineer.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot# 73e1800327 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ae05ml clip applier became locked around the duct being ligated. The applier would not open when it was jiggled, and the doctor attempted the wish-bone technique of breaking the handles the handle broke, but it did not release the jaws. The doctor had to cut around the duct; there was tissue inside of the instrument's jaws. The duct was stapled to ligate. There was no patient injury.